Event description:
It was reported that right ventricular (rv) lead was malfunctioning. The lead was then explanted and replaced with a new one. Hospital kept the lead and is not expected to be return for analysis. No adverse patient effects were reported.